Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that on (B)(6) 2013, patient experienced a hypoglycemic event. Patient was concerned that his cgm receiver alarm did not work correctly at time of incident. Patient passed out while driving due to hypoglycemia and crashed his car. Emergency responders came to the scene. After breaking the car window to gain access to patient, they heard the patient's cgm receiver alarming. They administered glucose to revive patient. At the time of his call to technical support, patient reported being in fine condition.